Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately six weeks ago. Aneurysm and vessel morphology are unknown. It was reported that a stent graft limb was kinked. Another manufacturer's 14 mm nitinol stent was implanted within the limb and successfully resolved the kink. It is unknown if the kink caused an occlusion and the exact cause of the kink is unknown. The clinical sequelae were reported and the patient is fine. No further information was provided.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft kink); lack of information (unknown cause of stent graft kink). Conclusion: lack of information (unknown cause of stent graft kink).